Event description:
Related manufacturer report number: 2017865-2023-43018. It was reported that oversensing was observed on the right atrial and right ventricular leads.

Manufacturer narrative:
Related voluntary medwatch: mw5120643, mw5120644.